Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the interface was damaged. There was no patient impact or injury.

Manufacturer narrative:
Analysis found that the customer's complaint has been confirmed. Stim 1 did not function, the main pcb was defective. The cable was worn and the rear enclosure was broken. The device should be scrapped. (B)(4). If information is provided in the future, a supplemental report will be issued.